Manufacturer narrative:
Date of event: unknown, information not provided if explanted; give date: not applicable, lens remains implanted. Phone number: (B)(6). A failure analysis of the complaint device cannot be completed as product remains implanted. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that toxic anterior segment syndrome (tass) developed in three patients. The issue was noted during post-op examination. Three (3) weeks post surgery, it was reported that two patients are recovering and one patient had to have another procedure, posterior vitrectomy which reportedly is recovering well and they expect good outcome. The hospital is investigating the tass issue but nothing uncovered so far. The doctor prescribed medication to the patients, corticosteroids, day 2 post operation. No further information was provided. This emdr report pertains to the second patient implanted with the intraocular lens model zct150 which required vitrectomy. Separate emdr reports will be submitted for the other two patients.

Manufacturer narrative:
Corrected data: in review, it was noted that the initial MDR report was inadvertently missing the method, results and conclusion codes. Therefore, the codes are captured in this supplemental MDR reports. The following fields were updated accordingly: section h6: method codes: 4117; section h6: results codes: 3221; section h6: conclusions codes: 67. All pertinent information available to johnson and johnson surgical vision has been submitted.